Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level increased to 500 mg/dl with an unspecified level of ketones that were not dangerous/life threatening. As a result, the customer was hospitalized in the intensive care unit on (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.